Event description:
Caller reports during a correlation study the following coaguchek/lab results were obtained: patient 1: 4.6 inr/3.0 inr; patient 2: 7.3 inr/3.8 inr and 6.3 inr/3.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.